Manufacturer narrative:
The device was returned and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection with naked eye was performed and a hole was found in the heater bag of the amia set. The direct cause of the event was determined to be manufacturing related; caused by excess solvent on the tubing to the heater bag. The device was determined not to meet product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned amia set, it was determined that there was a hole in the heater bag. There was no patient injury or medical intervention associated with this event. No additional information is available.